Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The pump was in excellent condition. Error history log review found no force alarms. The root cause of the reported issue was found to be the screw boss on the left plunger case that the force sensor was attached to was cracked. This caused the force sensor to shift and become out of calibration. Actions were taken to mitigate the reported issue: replaced left plunger case and recalibrated the force sensor.

Event description:
It was reported that the pump force was out of specifications. No patient injury was reported.